Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose ranged from 70-300 mg/dl. Reportedly, the customer will use the current pump until replacement arrives.